Event description:
It was reported that pump displayed minimum fill notification while customer attempted to load cartridge containing insulin. There was no adverse impact to the customer¿s blood glucose level. Customer first reloaded same cartridge without success, then, with guidance from technical support, cleaned pneumatic tap area, filled and loaded new cartridge using proper technique, and successfully resumed insulin delivery; no additional issues were reported.